Event description:
While doing the system check during the implant procedure, the physician discovered a pneumothorax. Physician administered sealant and moved the sensing lead to another area. Physician placed a drainage tube and admitted the patient for observation. This resolved the issue.

Event description:
While doing the system check during the implant procedure, the physician discovered a pneumothorax. Physician administered sealant and moved the sensing lead to another area. Physician placed a drainage tube and admitted the patient for observation. This resolved the issue.